Manufacturer narrative:
Investigation: the batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found that could be related to the defect presented by the sample received. The available sample was analyzed and it was possible to confirm the foreign matter defect. The probable cause for the defect is related to the increase in temperatures for restart and startup of the process. After the mold is injected, temperatures are reestablished and the first cycles are segregated. In this specific case there was a failure in this segregation, which made it possible to send non-conforming samples to the customer.

Event description:
It was reported that the bd¿ precisionglide¿ needle hub was found to be "dirty" before use. The following information was provided by the initial reporter, translated from portuguese to english: "hub dirty." The incident was noticed before the use. None drug was aspirated. There was no damage to the patient/health professional.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ precisionglide¿ needle hub was found to be "dirty" before use. The following information was provided by the initial reporter, translated from portuguese to english: "hub dirty." The incident was noticed before the use. None drug was aspirated. There was no damage to the patient/health professional.